Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. Loading device was not returned. The delivery device was returned with the tension spring assembly inside the delivery tube with the seal extended outside the tube. Seal was observed in unfold state and partially unraveled in the outer side of the coil. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was not visible in the delivery device indicating that there was no attempt to deploy the device into the aorta. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for both the reported failure "unraveled material" and analyzed failure "failure to deploy" was confirmed. Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm after loading the device in preparation for use the seal started to come apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm after loading the device in preparation for use the seal started to come apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.